Event description:
It was reported that there was an issue with nr590z - as enduro fem. Spacer post/dist f2 4x12mm. According to the complaint description, there were particles/residues on the implant; the particles were from the packaging. Patient harm was unknown. Additional information was requested. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: patient harm changed from unknown to no patient hazard. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/ correction: b5 - patient harm updated, e1 - end-customer added, h6 - codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. No product at hand, therfore a failure description is not possible. The provided picture shows white/light-coloured deposits/adhesions on the implant. The origin of these visible particles remains unclear. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible.the review of risk assessment revealed that the overall risk level (severity 4(5) x 1(5)probability of occurrence) according to din en iso 14971 is still acceptable. 2 similar complaints regarding adhesion/foreign particles on the implant surface in both cases the origin of the particles is unclear because an investigation was not possible. Explanation and rationale: due to the circumstance that the complained device was not provided to us for investigation, the root cause/origin of the visible particles on the surface of the implant remains unclear. The packaging processes in the responsible production department are validated. The complained implant was part of a loan service. Therefore it could be possible that micro-movements of the implant occurred within the sterile packaging due to many shipping cycles resulting in the adhesions on the implant surface. But this is only speculative. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. The current failure rate is outside the allowed rate of the risk analysis. Therefore, the risk analysis has to be verified by r&d.in this case the pra is only conditionally applicable because the root cause /origin of the visible particles on the surface of the implant remains unclear. Regarding implant packaging there are several psc.